Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Consumer reported to have ¿had read on-line¿ that a facility caused a patient to get eye infection with an unspecified dermal filler. The manufacturer of the device is unknown. The status of the event is unknown.